Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083314) on 08-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal (" essure removal on (B)(6) 2019") and autoimmune disorder ("issues with autoimmune system") in a female patient who had essure inserted. In 2006, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criteria disability and medically significant). The patient was treated with surgery (she underwent essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for autoimmune disorder and medical device removal with essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.